Event description:
It was reported that a kink in the left zenith flex with spiral-z technology aaa endovascular graft iliac leg was identified two years after placement into a 79-year-old female patient during a fenestrated endovascular aortic repair (fevar). Pre-procedure clinical assessment(B)(6) 2024 (1 day prior to the procedure): primary indication: aortic degenerative aneurysm, aaa juxtarenal (neck greater than 10 mm). There was a history of aneurysm growth of greater than or equal to 1.0 cm per year. There was no saccular aortic aneurysm or pseudoaneurysm. There was relining of a pre-existing surgical graft or endograft with a fenestrated or branched endograft after prior repair for an evar due to type 1a endoleak. Pre-procedural computed tomography (CT) with contrast imaging was completed on (B)(6) 2024, 153 days prior to the procedure. The innominate artery, right common carotid artery, right subclavian artery, left common carotid artery, left subclavian artery, and celiac artery were incorporated into the repair. The arteries were patent. The arteries were not stenosed more than 50%. The superior mesenteric artery (sma) was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The right renal artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The left renal artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The fifth viscerorenal artery was not incorporated in the repair. The sixth viscerorenal artery was not incorporated in the repair. The right common iliac artery was patent. The left common iliac artery was patent. The left internal iliac arteries was patent. The right internal iliac artery was not patent. The right and left vertebral arteries were not applicable. The aortic valve was native. There was not an aortic arch bovine configuration. The maximum diameter of the diseased aorta on centerline was 61 mm. The intended proximal seal was zone 5: mid descending aorta to celiac. The intended distal landing zone was zone 9: infrarenal abdominal aorta. The patient underwent an elective endovascular aortic repair (evar) procedure on (B)(6) 2024 under general anesthesia. The patient was prescribed aspirin (salicylic acid) at the time of the procedure. Percutaneous access was achieved in the left and right femoral arteries. No cut down access required. An endovascular iliac conduit was not performed at the time of the procedure. Total contrast volume used during the procedure: 118 ml. Contrast dose: 1.4 ml/kg. Fluoroscopy time: 66 minutes. Total gray used: 929 mgy. Total dose area product: 226 gy*cm2. Fusion was used during the procedure. The estimated blood loss during the procedure was 200 ml. No blood products were administered during the procedure. Cardiac output reduction was not used. Carbon dioxide flushing was not used. The proximal seal zone was the native aorta. Neuromonitoring was not used during the procedure. Procedural time (24-hour clock): time arrives in room: 08:12. Time of first incision or arterial puncture: 09:11. Time of last access closure: 11:58. Time leaves room: 12:27. Duration of procedure (from first incision to last access closure): 167 minutes side branch catheterization and placement of all bridging stents was successful there were no additional procedures performed and the patient did not have any significant medical problems or complications during the study procedure. During the procedure, the patient had the following devices placed: celiac artery: a competitor stent with a diameter of 8 mm and a length of 27 mm was placed. The artery was revascularized with a fenestrated-branched device. The covered stent was not relined with a bare metal stent, and the covered stent did not extended distally with a bare metal stent. Superior mesenteric artery: a competitor stent with a diameter of 8 mm and a length of 27 mm was placed. The artery was revascularized with a fenestrated-branched device. The covered stent was not relined with a bare metal stent, and the covered stent did not extended distally with a bare metal stent. Superior mesenteric artery: a competitor stent with a diameter of 8 mm and a length of 27 mm was placed. The artery was revascularized with a fenestrated-branched device. The covered stent was not relined with a bare metal stent, and the covered stent did not extended distally with a bare metal stent. Right renal artery: a competitor stent with a diameter of 6 mm and a length of 22 mm was placed. The artery was revascularized with a fenestrated-branched device. The covered stent was not relined with a bare metal stent, and the covered stent did not extended distally with a bare metal stent. Left renal artery: a competitor stent with a diameter of 6 mm and a length of 22 mm was placed. The artery was revascularized with a fenestrated-branched device. The covered stent was not relined with a bare metal stent, and the covered stent did not extended distally with a bare metal stent. Main aortic custom-made device (cmd): a william cook australia pre-loaded-fenestrated-prox was placed. The cmd was planned for this patient. There were no technical difficulties and delivery or deployment of the device was successful. Side branch catheterization and placement of all bridging stents were successful. All stent patency was maintained with normal end artery perfusion. Procedural imaging in the form of an angiogram and a cone beam CT without contrast was completed on (B)(6) 2024. All stent grafts and intended side branch stents were patent at the conclusion of the procedure. All target vessels were patent. There was no evidence of stent graft integrity issues. All target side branch stents were intact. There was no endoleak present at the conclusion of the case. A spinal drain was not placed during the procedure. The patient was extubated in the operating room and did not require reintubation or a tracheostomy. The patient did not stay in the intensive care unit. The patient was discharged home on (B)(6) 2024, 2 days post-procedure. At discharge, the patient was acetylsalicylic acid. The patient was not discharged on supplemental oxygen. The patient did not have any significant medical problems or complications after study procedure and before discharge. A one-month clinical assessment was not done, as it was not the standard of care. Six-month clinical assessment was completed on (B)(6) 2024, 58 days post-procedure. Current medications include aspirin (asa), beta blocker, ace inhibitor, arb. The patient had no significant medical problems or had been hospitalized for any reason. Follow up imaging in the form of a CT was completed. Blood tests were not done. A review of the follow up CT with contrast imaging with contrast that was completed on (B)(6) 2024, 58 days post-procedure. No occlusion or stenosis greater than 50% was present in the celiac, superior mesenteric, right or left renal artery. All stent grafts were patent. There was no evidence of stent graft integrity issues and all intended side branch stents were intact. A new type ii endoleak was present. No secondary interventions have been performed to treat the endoleak. Maximum diameter of the diseased aorta (ow to ow) was 63 mm. Twelve-month clinical assessment was completed on (B)(6) 2025, 380 days post-procedure. Current medications include aspirin (asa), metoprololsuccinat, amlodipin, ramipril, losartan. The patient had no significant medical problems or had been hospitalized for any reason. Follow up imaging in the form of a CT was completed. A review of the follow up CT imaging with contrast that was completed on (B)(6) 2025, 373 days post-procedure. No occlusion or stenosis greater than 50% was present in the celiac, superior mesenteric, right or left renal artery. All stent grafts were patent. There was no evidence of stent graft integrity issues and all intended side branch stents were intact. A persistent type ii endoleak was present. No secondary interventions have been performed to treat the endoleak. Maximum diameter of the diseased aorta (ow to ow) was 65 mm. It was noted that there was a short overlap between the fenestrated cuff and the previous endurant7 graft, with only one stent bridging the two. However, there were no signs of stent graft integrity issues, migration, component separation or infolding were observed on CT. Unscheduled follow up clinical assessment (B)(6) 2025, 429 days post-procedure. Current medications include aspirin (asa) and a statin. The patient had no significant medical problems or had been hospitalized for any reason. Blood tests were not completed. Two-year clinical assessment was completed on (B)(6) 2026, 583 days post procedure. Current medications include aspirin (asa) and a statin. The patient has had significant medical problems or had been hospitalized since the last visit. Follow up imaging in the form of a CT was completed. A review of the follow up CT imaging with contrast that was completed on (B)(6) 2026, 574 days post-procedure. No occlusion or stenosis greater than 50% was present in the celiac, superior mesenteric, right or left renal artery. All stent grafts were patent. All intended side branch stents were intact. A persistent type ii endoleak was present, in which a secondary intervention was performed. Maximum diameter of the diseased aorta (ow to ow) was 63 mm. It was noted that there were stent graft integrity issues, as a kink in the most proximal left iliac limb was observed. There have been no changes in the patient's anatomy that may have contributed to the kink. This report captures the kink in the most proximal portion of the left iliac limb (unknown zsle) identified in imaging on (B)(6) 2026.

Manufacturer narrative:
H3 - device evaluated by mfg?: the device will to be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.